Manufacturer narrative:
This report is filed on january 24, 2019.

Event description:
Per the audiologist, the patient experienced dizziness and a performance decrement resulting in the decision to explant the device on (B)(6) 2018. The "patinet" was reimplanted with a new device during the same surgery.